Manufacturer narrative:
Submitted: (B)(6) 2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: device evaluation: on investigation, the pump powered on and the display became illuminated per normal operation. The display screen was dim/faded and discolored.

Event description:
The pump was returned for investigation. Investigation revealed a display issue. This report is made based on results of investigation completed on (B)(6) 2016.